Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis for the reported problem of errors 32100, 32096, 25730. The suj was placed on the testing system and did not trigger any errors. The unit was moved to a testing platform and passed all tests. Procedure logs confirmed errors were seen. Issue was shown to be occurring downstream starting at patient set up joint (psuj). 32100 pointed to high alarm error on p12 v. Errors were also found to be intermittent. As a precaution the acu and vertical harness will be replaced.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the universal surgical manipulator (usm) 2 stopped working and turned yellow. The customer reseated the sterile adapter and instrument, still the issue persisted. The surgeon completed the procedure with 3 arms. An an intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found several armnet 2 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse found intermittent errors 32100, 32096, 25730 pointing to proximal set up joint (suj) 2. The fse was unable to reproduce the faults. The fse replaced proximal suj 2. The system is tested and verified as ready for use. Isi has received the psuj 2 involved with this complaint, however, evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and/or if additional information is received. No image or video was available for review. An event verification confirmed the benign hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by an isi tse. Investigation revealed several armnet 2 errors related to the reported complaint. This complaint is reportable malfunction event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.